Manufacturer narrative:
B3: date of event is unknown; no information has been provided to date. One device was received in good condition. The complaint was verified by functional testing. The cause was a faulty pwa board. Replaced the pwa board to correct the issue. The device passed all functional tests after the repair. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint.

Event description:
It was reported that when turned on, the device had a black screen and only the amber light turns on and just keeps beeping. There was unknown patient involvement, and unknown patient harm/adverse event was reported.